Event description:
It was reported that for the last couple of months, the patient's pump site had been hurting off and on. The patient thought it was because the patient gained a little bit of weight. Around (B)(6) 2014, it was reported that the pump overdosed the patient, and the patient almost died. An ambulance was called to the hotel the patient was staying at, and the patient was given narcan. The patient had two seizures and ended up in the intensive care unit. The pump dose was lowered. The patient was hospitalized for two days before being released. The next week, the patient developed an infection on the her right hip and thigh area and was again hospitalized, but this time it was for a week. The patient was placed on intravenous antibiotics, and the pump dose was increased. The health care providers did not want to give the patient other medications because of being in so much pain due to the overdose. On (B)(6) 2014, the patient saw a health care provider, who gave the patient 3 mris to check the leg. One was of the pelvis, one was of the leg, and one was of the lower back. One of the mris showed there to be fluid at the pump pocket area or the catheter area. It was noted that the health care provider thought it wasn't abnormal to develop fluid around the pump. The patient was able to feel the pump move parallel ; the pump was not flat. There was acute pain where the pump was located. The patient had been running a temperature, and for the last couple of days prior to the date of this report, the patient was tired, fatigued, and hurting really bad because of the leg and the pump. Originally, the pump was hurting off and on, but now the pump was hurting constantly. The pump was delivering a muscle relaxer and morphine. No outcome was obtained regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The following previously reported information no longer applies to this event: ¿the patient was having a pump refill on the date of this report. The patient was having the refill appointment on the date of this report, because the drug didn¿t arrive on time. The hcp had pre-emptively turned the pump alarm off stating that it would sound before the refill appointment.¿

Event description:
The patient¿s pump was on her right side, under her breast, across the belly button. It hurt 3-4 times a day and lasted a couple of hours; then it seemed to calm down. The pump was still not lying flat; it went up and down/parallel; and there was a little fluid build-up. When she sat down, the pump was lying flat, but she could take her hand and move it, to turn it perpendicular and it also did that by itself. This had been going on for a couple of months. The patient had spoken to her physician about it and had also tried to talk to the surgeon about it. The patient was told that scar tissue needed time to form. The patient was seeing her doctor at least once a month and had stopped talking about the issue of her pain at the pump site, but she still had the pain. At the time of this report, the pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
As of the date of the report, the patient's pump was still hurting her. She had pain/tenderness at the pump site. The patient did wear jeans; she had to wear sweatpants to avoid pressure to the area. The pump still did not always lie flat; sometimes it went parallel. The patient had notified her hcp (healthcare professional), but the hcp said that not enough time had passes. The patient was having a pump refill on the date of this report. The patient was having the refill appointment on the date of this report, because the drug didn't arrive on time. The hcp had pre-emptively turned the pump alarm off stating that it would sound before the refill appointment. The patient also mentioned that both of her "hips are out". The device system was delivering dilaudid at the time of this report.

Event description:
Additional information later received reported that the pump area hurts around the patient's stomach and the patient had severe pain at the catheter site in her back. The patient also stated the pump has been laying sideways for 9-10 months. Per the patient she can't get the healthcare provider to see her since she hasn't met her deductible, and she would have to pay out of pocket.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
At the time of this report, the patient stated that she "thinks something is wrong with the pump".

Manufacturer narrative:
(B)(4).